Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the customer noted that when the endowrist one vessel sealer instrument was placed on the robot, error system failed comes out. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's blade was dislodged. Visual inspection confirmed the blade was exposed approximately .628 between grips. The blade and blade track looked free of biodebris. Neither blade cable nor blade was bent. The instrument blade was dislodged. The instrument was placed on an in-house da vinci system and the instrument failed homing. The blade was aligned with blade track and placed on an in-house da vinci system again, but this time the instrument passed homing. The instrument failed cut test, the knife did not fully cut through red foam. An additional observation not reported by site was that the instrument's grip tip was cracked. A small crack was found at the proximal pad which is located in between the grips at the backend of the grip each electrode. As a result of the crack, one side edge was dislodged from the grips but no missing material found. System logs showed that the site attempted to use the instrument for two different procedures but had no success. The instrument failed homing on multiple attempts. Another vessel sealer instrument was used to complete the procedure. Evidence not conclusive, but cracked damage may be due to likely mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's proximal pad found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.